Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that, based on the literature review, dislocation after surgery has been attributed to several different causes, including implant position, soft-tissue tension or instability, disruption of the trochanteric abductor mechanism, impingement, lack of patient cooperation, and unknown factors. The principal goal of the study was to determine the prevalence¿s of dislocation after surgery with two different surgical techniques. The results of the retrospective study confirmed that with use of the new technique, the prevalence of dislocation decreased from 2.8% to 0.6%. During the studying it was reported that a revision surgery was performed due to dislocation, the liner and head were exchanged. After three requests, no individual clinical information has been provided for inclusion in this medical investigation. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Per the medical investigation, some potential probable causes of this event could include device position or instability. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that multiple closed reductions were performed to the patient due to recurrent dislocations.